Event description:
After the insertion of the trocar, a small chip in the proximal edge of the blue plastic insert was noticed. Trocar was withdrawn. The "chip" was so small that it could not be retrieved or located.